Event description:
While using a byte day aligner, patient reported that their front middle tooth has become loose since starting treatment. Requested mobility video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.